Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode, which was triggered by an inaccurate sensor glucose reading. The blood glucose reading was 85 mg/dl, compared with the sensor glucose reading of 59 mg/dl. The customer reported another instance when the blood glucose reading was 94 mg/dl, compared with the sensor glucose reading of 62 mg/dl. Advised the customer that the difference was not within acceptable range. Advised that the issue may be related to the insertion site location, rotation and insertion technique, tape type and technique. The customer stated that he would call back if he experienced any further issues. Nothing further reported.